Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"Olympus representative was conferenced in with customer service representative (B)(4)in order to report that the hlfdbx0270c laser fiber failed during a procedure. The laser fiber split and was cracking and popping in the body cavity. Sparks were emitted. No patient injury was reported. The customer replaced the faulty laser fiber with another one. The procedure was completed. The faulty hlfdbx0720c will be returned per RMA (B)(4)".

Manufacturer narrative:
Device returned for investigation: analysis of the fiber revealed a fiber break where the fiber was still attached at the break point and revealed a short jagged distal tip. The accumulated burned/melted and elongated buffer material at the break point indicates that the attempted laser energy transmission was made after the fiber had been broken. It was noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. The break that was observed in the fiber was likely unknown to the user until laser energy transmission was attempted. It is likely that the break occurred due to a mechanical force such as bending or coiling the fiber beyond the manufacturer recommended minimum bend radius of 7mm. Dornier fibers are fragile and must be handled with utmost care by the user. It is also likely that the fiber break was caused by the end user mishandling the fiber during preparation for the procedure.

Event description:
"Olympus representative was conferenced in with customer service representative (B)(6) in order to report that the hlfdbx0270c laser fiber failed during a procedure. The laser fiber split and was cracking and popping in the body cavity. Sparks were emitted. No patient injury was reported. The customer replaced the faulty laser fiber with another one. The procedure was completed. The faulty hlfdbx0720c will be returned per RMA (B)(4)."